Event description:
It was reported that a low pressure alarm occurred from the compressor system. The event was occurring during patient treatment. Pressure on the screen showed 210 kpa. The connected ventilator system was unaffected of the event and ventilation was continued as expected. There was no patient harm. (B)(4).

Manufacturer narrative:
(B)(4). The investigation has been completed. Investigation on-site by our field service engineer was able to confirm the reported failure, that the compressor alarmed with low pressure. The issue was resolved by replacing a printed circuit board (pcb), which was returned for further investigation. The returned printed circuit board (pcb) was installed in a reference compressor for simulated use testing, it passed all tests without any deviation. Visual inspection showed no defects. The reported issue could not be reproduced. If the compressor cannot deliver high enough air pressure, the connected ventilator will generate alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator, it may lead to stop of ventilation. In this specific case, ongoing ventilation was unaffected, the compressor delivered 210 kpa, which is within the ventilator's limits (200-600 kpa). The root cause for the low pressure alarm has not been determined.

Event description:
Manufacturer ref: (B)(4).